Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: would the surgeon be willing to speak to ethicon medical and engineering about event? The surgeon asked to do this conversation by e-mail as it will be difficult to schedule a time for a conference call. At the time of reoperation, was staple formation observed? If so, how were they formed? It is our understanding that at the original operation, the staple line was perfect. Do you believe the patient¿s outcome is related to the device in any way or is this a rare, but known potential complication of bowel surgery? Was there an autopsy performed on this patient? What was the cause of death according to the autopsy? Response received: it was really a tragedy and sometimes, it¿s happen. All the surgeons know that in practice sometimes the line of staples can open at the course of the initial days of the postoperatory time. It happens with all brands of staplers. That¿s the reason that many surgeons put a second line of stitches over the line of staples. The question is the reason why this happened in the present case? The surgery was a rectosigmoidectomy with a coloanal anastomoses in a young lady because chagasic megacolon. The patient was slim and technically very easy to perform the surgery. We didn¿t have any major bleeding event, the surgery was fast, and the anastomoses was performed without any kind of tension. The stump was very well vascularized. The patient had a good degree of nutrition and did not use any kind of other medications. At the end of the anastomosis, we did a test with bubbles to realize any kind of window at the anastomoses and we didn¿t find anything. The aspect of the anastomoses was very nice as the routine. Less than 24 hours after the surgery, the patient became septic and the drains began with enteric secretion. We reoperated on the patient when we realized the anastomoses almost completed opened (at least 80-90%). At this moment, we did a hartman's colostomy. The patient died of sepsis. The patient did not have autopsy. The stump of the bowel continued very well vascularized. I did not understand what happen technically and all the team rested very frustrated with the case. I regret now that I did not resect the stump of the colon with the staples to study what happen. Hoping that this never happen again, I asked for all the team of attendants and residents to resect the lines of the anastomosis in future similar situations. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In retrospect, was there any possibility that the rectal colon that was anastomosed was less than optimal in regards to tissue condition? Could you please elaborate on why you regret not resecting the stump of the colon?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: in retrospect, was there any possibility that the rectal colon that was anastomosed was less than optimal in regards to tissue condition? I don¿t think so, because both stumps were very well vascularized at the end of the surgery and we reoperated the patient. Could you please elaborate on why you regret not resecting the stump of the colon? I resected the proximal one but I did not send to study. If I had done, we could study the format of the staples.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a retossigmoidectomy procedure, twelve hours after stapling with the device, the staples opened and as reported by the surgeon, the patient died.

Manufacturer narrative:
(B)(4). Date sent: 3/21/2017. (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Normal indications for colorectal surgery. Who fired the device and what is their experience with device? Assistant surgeon with experience in the device. Where in the green gap setting scale was device set? 1.5. After closing did surgeon wait 15 seconds, retighten and then fire? Yes. Did surgeon receive audible and tactile feedback that firing was complete? Yes. Was washer completely cut and doughnuts intact? Yes. Was any issue noted with staple formation transanal or transabdominal? No. Was a leak test performed? Is so, what was the result? Yes, everything ok. What was done to address the open staples? Symptoms of the patient. 12 hours later the staples line opened. What series of events led to the patient death and what was the cause of death? Opening of the staple line. Was an autopsy performed? If so, can the results be shared? Our sales rep does not have this information. Would the surgeon be willing to speak to ethicon medical and engineering about event? The surgeon has already talked to the clinical (B)(4) manager. Per the clinical (B)(4) manager, the surgeon did not give any more details about the case, only said that in the trans operation the stapler line was perfect, 12 hrs later it opened. But stated that situations can happen in the medical routine. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Would the surgeon be willing to speak to ethicon medical and engineering about event?